Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a promontofixation coelioscopy in 2011 and the mesh was implanted. It was also reported that during the procedure, association of a 4 x 12 cm plate on which is fixed perpendicularly another plate of 2 x 20 cm. Then the patient was advised to have pregnancy after these operations. New pregnancy was in 2013 with cesarean surgery. Since then the patient experienced urinary and rectal problems, pain with suspicion of appendicitis. MRI, rectal manometry and echographia were performed and there was no cause identified. In 2018, the patient underwent a subtotal hysterectomy and bilateral salpingectomy but the symptoms remain same. Since the procedure, the patient has less vaginal heaviness, and no more menstrual pain but always twinge, tugging and shearing by more or less strong wave. It was also reported that the cervix and ovaries have been preserved and the mesh was attached to the cervix. Currently, the patient is experiencing a lower abdominal, high rectum, lumbar and/or sacrum pain. The patient is also experiencing un-emptied bladder, wants to urinate frequently and must urge to urinate, incompletely empty bladder sensation. No further information is available.